Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced a leakage event in the quick release that caused her blood glucose to rise. The set was used for 4 days. Patient confirmed that quick release was tightly connected. Patient was instructed to return and replace infusion set. No further information available.